Manufacturer narrative:
Of the 49 allegations of a malfunction, 36 pumps were returned to animas and investigated. Of the investigated pumps, 34 were found to be malfunctioning due to damage to the battery compartment and moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 49 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with damage to the pump and evidence of moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 6-69 years of age and between 12 and 281 pounds. Of the reported patients, 18 were male and 31 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There were 2 instances of power - damage with moisture ingress issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In q4 2016 there was 1 additional instance of power damage with moisture ingress failure found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.